Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report. F/u info was received from the physician on (B)(6) 2012, providing lot number, clinical course, additional events and corrective treatment (steroids) which made the case serious. The pt's medical history was significant for the use of non-steroidal anti-inflammatory drugs for the treatment of gonarthrosis (developed in 2010). On (B)(6) 2012, the pt experienced hydrarthrosis in right knee and hydrarthrosis in left knee (previously reported as joint effusion). On (B)(6) 2012, arthrocentesis was performed and 60 ml of yellow clear fluid was aspirated from right knee. On (B)(6) 2012, arthrocentesis was performed and 56 ml of fluid was aspirated from right knee. On the same day, the pt received treatment with suvenyl injection and prednisolone. On (B)(6) 2012, arthrocentesis was performed (14 ml fluid was aspirated from the right knee and 25 ml of fluid was aspirated from left knee), prednisolone was discontinued and the pt received another injection of suvenyl. On (B)(6) 2012, the pt received diclofenac sodium as treatment. On (B)(6) 2012, arthrocentesis was performed (9 ml of fluid was aspirated from the left knee) and treatment with diclofenac sodium was discontinued. On (B)(6) 2012, the pt received loxoprofen sodium hydrate which was discontinued on (B)(6) 2012. On (B)(6) 2012, the pt received etodolac which was discontinued on (B)(6) 2012. On (B)(6) 2012, the pt recovered from the events of hydrarthrosis in right knee and hydrarthrosis in left knee. The intensity of the event of hydrarthrosis in right knee was severe and for the event of hydrarthrosis in left knee was moderate. The reporting physician assessed the relation between synvisc and the events of hydrarthrosis in right knee and hydrarthrosis in left knee as probable. In the physician's opinion, there was no casual relationship between the adverse events and the running (88.5 km in total between (B)(6) 2012).

Event description:
Arthritis of both knees [arthritis], hydrarthrosis in right knee [joint effusion], hydrarthrosis in left knee [joint effusion], could not crouch at night [mobility decreased], slight fever [pyrexia]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous use of artz (hyaluronate sodium) injection (in 2011, about ten times for one year). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, route not provided, at a dose of 2 ml, frequency not provided, in an unk location. The lot number of synvisc was not provided. On (B)(6) 2012, the pt had another synvisc injection of 2 ml. On (B)(6) 2012, the pt developed arthritis. The action taken with synvisc was not provided. On (B)(6) 2012, the pt recovered from the event. Concomitant medications included artz. The intensity of the event was not provided. The reporting physician assessed the relationship between synvisc and the event as probable. F/u info was received on (B)(6) 2012, providing pt's medical history, synvisc therapy details, lab data, clinical course, treatment medications and additional events. The pt's medical history was significant for gonarthrosis of both knees (kellgren and lawrence grade I), atopy, rhinitis allergy, pollinosis, urticaria, patellar tendonitis of left knee and ligamentitis (both since 2011). On (B)(6) 2012, the pt had received treatment with intra-articular synvisc (hylan g-f20) injection, at a dose of 2 ml, once weekly, in left knee. On (B)(6) 2012, the pt received third injection of synvisc into the external suprapatellar of left knee and second injection into the external suprapatellar of the right knee. On (B)(6) 2012, the pt had participated in half marathon and during (B)(6) 2012, he had run 226.7 km. The pt had run a total of 88.5 km in total from (B)(6) 2012. The same day, the pt could not crouch (mobility decreased) and developed arthritis in both knees. On (B)(6) 2012, arthrocentesis was performed (41 ml of yellow clear fluid was aspirated from the left knee and 18 ml of yellow clear fluid was aspirated from the right knee) and received suvenyl (sodium hyaluronate) injections in both knees. The pt still had joint fluid retention in the evening with slight fever of 37 degree celsius at night that same day. On (B)(6) 2012, he had fever of 37.2 degree celsius and his blood test demonstrated increased c-reactive protein of 1.05 (units not provided), (normal range less than 0.3). On (B)(6) 2012, arthrocentesis was performed and 50 cc of yellow clear fluid was aspirated from the right knee. Since then, the fever had been around 36.8 degree celsius. On (B)(6) 2012, the pt revisited the clinic and x-ray of both knees revealed early stage of osteoarthritis and magnetic resonance imaging (MRI) of right knee revealed fluid retention only. The outcome for the events of fever, mobility decreased and knee effusion was not provided. The reporting physician did not provide the relationship between synvisc and the events of fever, mobility decreased and knee effusion. In the physician's option, the possibility of late onset arthritis due to synvisc could not be ruled out because positive findings were poor in the test results of blood test, x-ray and MRI. Also the pt had been on artz since a year, and therefore the physician, denied the causality with artz.